Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for an endoscopy procedure. The patient's pacemaker was checked prior to the procedure and lead noise was noted the right ventricular lead. The noise was so bad capture could not be determined. Lead revision was recommended. No further information was provided.